Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failure alarm. The customer¿s blood glucose level was 120 mg/dl. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer was performed displacement test and self test and the both test were passed. Customer was reported that the insulin pump also had insulin flow block alarm. Customer was unable to troubleshoot for insulin flow block alarm. Customer was unable to determine the cause of insulin flow block alarm. The customer was advised to monitor the insulin pump. Customer reported that they ran the self test and found hardware low level failure alarm. The insulin pump will be returned for analysis.